Event description:
It was reported that the customer's insulin pump had a blank display. His blood glucose level was 81 mg/dl. The customer received a communication error alarm and a off no power alarm. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with constant communication error alarm and off no power alarm. Problem isolated to mother board. No blank display noted. Unit had cracked reservoir tube lip.